Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Device not returned.

Event description:
It has been reported that the patient will have a revision due to a broken rotating hinge. Femoral and tibial shaft components are still well fixed. The patient has a gross clinical instability and is unable to walk without crutches and lower limb orthosis. So we need to change only the rotating hinge. Update 07jan2020 - loosening of the tibial stem (proximal tibia pin 3179) has been identified during x-ray review.